Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced damaged door assy and replaced broken door latch assy. A review of the device history record for sn 15465255 was performed from date of manufacture 01/23/2019 to the present date 11/05/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device was allegedly damaged. It was reported there was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced damaged door assy and replaced broken door latch assy. A review of the device history record for sn (B)(4) was performed from date of manufacture 01/23/2019 to the present date 11/05/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device was allegedly damaged. It was reported there was no patient involvement.